Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an acl reconstruction, the cannula was slid and the t1 implant of the fast-fix 360 was passed and it worked normally, the t2 implant was positioned and the suture was triggered to activate the mechanism even on 2 occasions but the t2 implant did not trigger and did not came out of the cannula. When the suture handle was removed, the t1 implant remained loose and it was removed in its entirely with forceps. The procedure was completed without delay using a back-up device. No further complications were reported. The current status of the patient is stable.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.